Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that customer received excessive no delivery alarms. Customer's blood glucose was 497 mg/dl and was treated with 20 units of manual injection. Customer was not able to troubleshoot as this was a past event. Customer called reporting that she was advised that issue was with the insulin pump and requested to have insulin pump replaced. Customer declined troubleshooting. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.